Event description:
It was reported that bd phaseal¿ spike set leaked. The following information was provided by the initial reporter: when preparing endoxan, saline and endoxan leaked from the tubing.

Manufacturer narrative:
The following fields have been updated with corrections: g.1. Manufacturing location: (B)(4).

Manufacturer narrative:
H.6. Investigation: the airtightness of the actual product received was confirmed, but no abnormalities such as leaks were found in any of them. Since the actual product did not show any abnormality such as breakage or the repeatability of the leak, it was presumed that this event was due to the liquid agent leakage from other than this product, such as dripping from the rubber stopper of the infusion container. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage-other with lot #1901142c regarding item #515505-zat h3 other text : see h.10

Event description:
It was reported that bd phaseal¿ spike set leaked. The following information was provided by the initial reporter: when preparing endoxan, saline and endoxan leaked from the tubing.

Manufacturer narrative:
The manufacturing location for this product is atom. This site is an OEM manufacturing site. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ spike set leaked. The following information was provided by the initial reporter: when preparing endoxan, saline and endoxan leaked from the tubing.